Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was not confirmed; a cutting bur could be inserted and locked into the attachment. However, the bearings and gears in the elbow and base were corroded and damaged, and the unit would not rotate. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the locking mechanism is damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.